Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to customer's blood glucose. A replacement usb cable and usb wall adapter were sent to the customer to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.